Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar incidents. All information was investigated and the reported single leaflet device attachment/slda in this incident appears to be related to patient conditions as stated by the physician that the slda was either due to a possible pre-existing cleft or leaflet tearing. However, a cause for the reported tissue damage could not be determined. The reported patient effect of tissue damage as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report single leaflet device attachment/slda, tissue damage, and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was deployed, reducing mr. A second clip delivery system (cds ¿ 91016u119) was advanced to the mitral valve, and the clip was deployed. Then a third cds (91028u133) was advanced to the left atrium to further reduce mr. However, it was observed that the second clip became detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 4. Therefore, the third cds continued to be advanced, and the clip was placed next to the second clip to secure the slda. The mr did not reduce; and therefore, the procedure was aborted. The physician stated that the slda was either due to a pre-existing cleft or the leaflet tore. Three clips were implanted, mr is 4. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.